Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is filed after subsequent review of literature article: pedicle screws in 1- and 2-year-old children: technique, complications, and effect on further growth. Michael ruf, md, and jurgen harms, md. Acknowledgment date: january 25, 2002. First revision date: april 25, 2002. Acceptance date: may 13, 2002. N=1 post op screw loosening, n=1 post op pedicle fracture.